Event description:
It was reported that outside of surgery, device was sent in for preventive maintenance and required repair. During product evaluation, it was discovered that the comb was bent. No patient involvement or impact. Due diligence information complete. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the roller was damaged and comb bent. All worn or damaged components were replaced. Side plates, comb, bearing, bottom roll, and fasteners were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.